Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml (type, dose, and lot number unknown) via an implanted pump for intractable spasticity. Other medications the patient was taking at the time of the event and pertinent medical history were not reported. The patient had terrible pains with no medicine inthe pump/empty pump. Between (B)(6) 2016 the pump had to be refilled, but had not been refilled since prior to that time frame. The patient never heard the pump alarm. The event date of the empty reservoir was 2016 (since the last 90 days). In (B)(6) 2016 the patient changed insurance companies and the new insurance company sent the patient to four different places that would not manage the patient¿s pump for him. The patient stopped the new insurance and acquired (B)(6). The patient went back to the other doctor and they did not want to manage the patient¿s pump any more. There was a big argument between the old doctor in (B)(6) and the (B)(6) doctor because the patient went to a different doctor ((B)(6)) that the old doctor told patient to go to. The patient requested physician listings as well as home infusion options as the patient was ¿crippled up in a wheelchair and it was difficult for him to get to the clinics¿. Drug information (type, lot number, dose of baclofen), other medications the patient was taking at the time of the event, pertinent medical history, when the patient first started experiencing the terrible pains, when the pump became empty, the reason for the missed refill appointment and if there was a device or therapy issue, troubleshooting performed with results, the cause of the patient not hearing the pump alarm, and actions/intervention taken to resolve the empty pump were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.